Manufacturer narrative:
Bottle 6 (ethanol) was not in contact with the corresponding sensor for approximately 11 seconds at 15:39pm on (B)(6) 2019, which is not sufficient time to replace the reagent; and the station properties were reset at 15:39pm on (B)(6) 2019. The properties of the reagent bottle in 6 prior to this user action were: ethanol concentration = 78.5%. Cycles = 53, cassettes = 6825 and days = 28. At 15:59pm on (B)(6) 2019, a user affirmed in the instrument software that the ethanol concentration in bottle 6 was to be set to the default concentration of 100%. Although the user affirmed in the instrument software that the reagent concentration in bottles 6 (ethanol) was to be set to the default value of 100% at 15:39pm on (B)(6) 2019, the actual concentration of the reagent in bottle 6 remained unchanged at 78.5% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 6 (ethanol) was used for the final dehydration step of the "2 hour" protocol started in retort b at 10:20am on (B)(6) 2019, from which sub-optimal tissue processing was reported by the complainant. Although not reported by the complainant, the quality of tissue processing from the "factory 1hr xylene standard" protocol comprising one (1) cassette, which started in retort a at 14:35pm on (B)(6) 2019 and failed at 15:45pm on (B)(6) 2019 during the second wax infiltration step would also have been adversely impacted because the reagent in bottle 6 (ethanol) was also used for the final dehydration step of this protocol. The root cause of the sub-optimal tissue processing identified from the "2 hour" protocol started in retort b at 10:20am on (B)(6) 2019 was a use error, which occurred at 15:59pm on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 6 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
On 17 april 2019, leica biosystems received a complaint regarding "rubbery tissue" from the 2 hour run comprising 97 cassettes, which completed at 12:30pm on (B)(6) 2019. On (B)(6) 2019, a leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse found that the reagent in three (3) bottles designated for xylene and the waxes had been replaced. The fse documented the following in relation to bottle 6 (ethanol): "reviewed the logs. No errors are logged and found prior to the failed runs alcohol bottle 6 had been changed. The customers' logs did not indicate that bottle was changed. Compared the instrument logs to the customers and found some discrepancies. Checked all recently changed bottles and found that bottle 6 did not appear to be fresh alcohol. It was very cloudy. The instrument indicated it had only run 2 cycles. Upon further review with the lab technicians they stated that the reagent in this bottle was not changed. This implies that the bottle was removed and then reinserted. Upon reinsertion it was incorrectly marked as changed. The purity prior to change was 78.54 and the least pure in the instrument. Incorrectly changing the purity resulted in the processing problem." The fse performed minimum verification tests, for which all results were satisfactory; and the instrument was found to be operating within specification. Tissue samples from the affected run(s) were moved to another tissue processor located within the laboratory for re-processing. On (B)(6) 2019, a leica applications specialist - core histology (fss) visited the customer site in order to provide applications support and obtain further information. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was found to be acceptable with the exception of bottle 6, in which the measured ethanol concentration was 72% and the calculated concentration was 100%. On (B)(6) 2019, leica biosystems melbourne received information from the fss that: "all cases were diagnosable and there was no need for any re-biopsy".